Event description:
Customer called to report that on (B)(6) 2009, he experienced rising blood glucose. It measured 236 mg/dl at 7:38 am, 443 mg/dl at 1:39 pm, 428 mg/dl at 3:53, and finally 451 mg/dl at 4:42. At no time during this period did the customer administer any bolus insulin doses. He removed and replaced the device and noted that the cannula appeared to have pulled out of his skin. Although the new device appeared to be functioning, he went to the ER because he wasn't "coming around" the way he thought he should be. The customer didn't report any treatment history from the ER.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine whether any malfunction or other product condition could have contributed to the customer's high blood glucose. The customer did not report that the cannula appeared to have dislodged from his skin, a condition that could interrupt insulin delivery and contribute to high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide advises that, "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4 - 6 times a day (when you wake up, before each meal, and before going to bed)." When treating hyperglycemia it recommends, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe."